Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. When she pressed the act button on the insulin pump the screen turned on but when she let go of the button, the screen went back to blank. Customer's blood glucose level was 126 mg/dl. Part of the text on the screen was fading or blinking. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with an unexpected blank display during the button press due to cold solder joints on the lcd connector. Unable to perform functional tests due to the unexpected blank display. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads. Unable to properly confirm the missing segments/partial display or keypad anomaly due to the unexpected blank display. No anomaly was noted on the keypad traces or lcd connector during visual inspection.